Manufacturer narrative:
The insulin pump was received missing segments due to bleeding lcd glass. The insulin pump had cracked case at the display window corners, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that a piece from reservoir compartment broke off. It was also reported that when the backlight was on display screen was difficult to read due to spots. Insulin pump would need to be replaced.